Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt has had problems with his hearing sensation from the beginning and with no improvement. The hospital told the parents that everything was ok, but the pt's father didn't have this impression. Even with speech therapy and fitting sessions, there was no progress with his hearing. The pt has hardly been using his external equipment for approx 3 yrs. Testing carried out in 2008, showed that the device has malfunctioned.